Event description:
It was reported that the pt expired due to esophageal cancer. The cause of death was unrelated to the pt's implanted device system. The medications being delivered via the device system were hydromorphone and bupivicaine.

Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.